Event description:
It was reported that, during an explant procedure on (B)(6) 2022, one of the patient's leads became stuck and snapped, leaving a part of the electrode insitu, possibly in the epidural space. The other lead was removed without issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.